Manufacturer narrative:
During investigation, sensors underwent visual inspection and testing. Both safe flow level and safe flow bubble operated as expected. The reported issue could not be reproduced during the investigation.

Event description:
User reported that the safe level was intermittently inoperable throughout the procedure. This could result in potential patient harm if safe flow was inactive when expected to engage. There was no patient harm.